Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying fatal error on the screen and user were unable to login to the station. A technical support specialist (tss) confirmed that the station in critical override due to a synchronization delay, checked the structured query language server management studio (ssms) and found the server database size at 60,253.19 megabytes, with the recovery model set to full, observed that the d drive was full, with consuming over 55 gigabytes. Tss reviewed logs and followed knowledge article "es 1.6.1 - dsclientoltp log file keep growing - recovery model set to full" to deploy the package, which reduced d drive usage and resolved database bloating, clearing the critical override status, continued monitoring the database synchronization logs and noted warn messages persisted. Tss then followed knowledge article "proper datasync procedure & how to place new db in es station" to drop and repair the med application to recreate the database. Performed a full synchronization and monitored until no warn messages or data variations were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was displaying fatal error on the screen and user were unable to login to the station. However, there were no delays or adverse events or injuries reported based on this event.